Event description:
As reported: "the patient was implanted with a gamma nail in 2022 and due to a fracture in the nail, the patient underwent revision in 2024 in turkey. Patient fell in (B)(6), germany, on (B)(6) 2022 and his right femur bone was broken. He had surgery right here in germany and gamma-nagels 2 implants were made. He went to the hospital on (B)(6) 2024 because he had pain and it was understood from the MRI taken; this attached part is broken (without any fall or accident). He underwent femur prosthesis surgery again at (B)(6) hospital in turkey, where the gamma-nagels installed in germany were removed and replaced."

Manufacturer narrative:
The reported event could be confirmed, although the affected device was not returned but with the help of an x-ray it could be confirmed. A device inspection was not possible since the affected device was not returned for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Due to lack of substantial patient medical records, a sound medical opinion could not be obtained with the available records. More detailed information such as detailed patient¿s medical records and the device itself are needed to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed. +

Event description:
As reported: "the patient was implanted with a gamma nail in 2022 and due to a fracture in the nail, the patient underwent revision in 2024 in turkey. Patient fell in (B)(6), on (B)(6) 2022 and his right femur bone was broken. He had surgery right here in germany and gamma-nagels 2 implants were made. He went to the hospital on (B)(6) 024 because he had pain and it was understood from the MRI taken; this attached part is broken (without any fall or accident). He underwent femur prosthesis surgery again at (B)(6) hospital in turkey, where the gamma-nagels installed in germany were removed and replaced."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.